Event description:
It was reported that the implantable neurostimulator (ins) was not working. The therapy had not been working for a while. The health care professional (hcp) had the impression that the patient did not understand the therapy well. The patient had talked about getting the implant removed and would be meeting with her managing urologist. It was reported that the patient had back pain that may have started about a year ago or around the time of the implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# v840299, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial#: (B)(4), product type: programmer, patient. (B)(4).